Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2026-00118 through 3012447612-2026-00127.

Event description:
It was reported that a revision surgery was performed to address pseudoarthrosis causing pain for the patient. The omega21 construct was removed and replaced with competitive product; however, one screw was unable to be removed. This is report seven of ten for this event.